Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 400 mg/dl which was treated with bolus. Customer stated that they declined for troubleshooting. Customer received new battery cap but it got worse and blank display occurred when they woke up to the next morning. The insulin pump will be replaced, and customer agreed to return the product for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test and the displacement accuracy test. Blank display not confirmed. Device failed the sleep current test and active current test due to moisture damage on the electronic assembly. Moisture damage was also found on the force sensor during visual inspection. Charge/battery lasts less than expected confirmed. Unexpected battery power loss confirmed.